Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of increased gradients was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, ''a 26mm s3u valve, implanted in the aortic position for approximately 1 year, is possibly failing. Echo showed an elevated gradient.'' Due to limited information was provided, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted.

Event description:
Edwards received notification from a field clinical specialist that a 26mm s3u valve, implanted in the aortic position for approximately 1 year, is possibly failing. Echo showed an elevated gradient. The surgeon has decided to just schedule the patient for a root/valve surgery since her ascending aorta is dilated. The plan is to surgical valve and aortic root replacement with an edwards konnect. They are not doing any additional studies to evaluate the s3u. The date of procedure has not been scheduled at this time.